Manufacturer narrative:
Device evaluated by MFR: at this time, vyaire medical has not received the device for evaluation. The customer has contacted vyaire medical and cancelled the service call. Shall the device be returned for repairs, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the customer was not able to center the piston while in use on a patient. There was no patient harm associated with this reported event, the patient was placed on another unit.